Event description:
Additional information was received via questionnaire 05/28/2015 indicating that the patient experienced binocular diplopia. The initial cataract extraction/iol procedure was uncompliacted.

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, she experienced blurred vision, halos, and problems with night vision. She reported that these issues began immediately following the surgery over a year ago. She has been to several ophthalmologist and had a yag capsulotomy a few months ago. She also complained of burning and irritation since the surgery and has had to use several different types of eye drops. She also reported that recently she has experienced double vision and feels all of her symptoms are related to her lens. She mentioned that her surgeon can find nothing wrong with her implant.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).